Manufacturer narrative:
Article citation: frenk, n. E. Et al. Safety and feasibility of gun-sight technique for transjugular intra-hepatic portosystemic shunt (tips) creation. Cardiovasc. Interv. Radiol. 46, 1238¿1248 (2023). Additional information was requested but not provided. As the date of event is unknown, the event date used will be date of online publication, 14 august 2023 the study population consisted of 29 men and 13 women (median age 56 years). Male and age 56 years was used in this case. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
This information was received through literature article "safety and feasibility of gun-sight technique for transjugular intra-hepatic portosystemic shunt (tips) creation" published online in cardiovascular and interventional radiology 14 august 2023. The articles objective/aim is to review technical details, indications for use, success rates and complications of gun-sight technique for transjugular intra-hepatic portosystemic shunt (tips) creation. The article reports forty-two tips procedures with gun-sight technique were identified between 2016 and 2021. A stent-graft was deployed (viatorr cx, gore, flagstaff, az), and dilated to 6¿10 mm per operator¿s judgement. One patient had biliary obstruction by the tips stent graft with reintervention.